Manufacturer narrative:
The t:slim x2 g5 pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while completing the cartridge loading step, the customer was inadvertently connected to the site and received an additional 10.2 units of insulin. The contact corrected for this by supplying the customer with food and a glucose tablet. The customer did not experience any "drastic low bg" as a result. Blood glucose at the time of the report was 121 mg/dl. Tandem technical support advised the contact to always disconnect from the site prior to filling the tubing. The contact acknowledged the information.